Event description:
The graft was implanted for a carotid-carotid bypass procedure. The physician claims that during the pt's ninth yearly follow-up exam, a saccular aneurysm was found in the middle of the hemashield vantage graft. A new prosthesis was implanted in the hemashield vantage graft as part of the medical intervention. Additional information received on 27jun2007: the aneurysm was not ruptured. The aneurysmal portion of the graft was not removed. Additional information received on 06jul2007: the size of the aneurysm was 1.2 cm. The new graft was placed through the aneurysmal sac of the hemashield vantage graft and sewn to the native artery, distally and proximally. The pt's present condition is reported as very good.

Manufacturer narrative:
Being investigated.should such information become available, it will be included in a follow-up report. Note: all vantage vascular grafts have been recalled from the worldwide market. The recall notification date to user facilities was 28-jun-2005.